Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 158 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer does not use the sensor feature. The customer was not bale to complete the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during the prime test due to a faulty force sensor. The pump passed the basic occlusion and displacement tests. No motor error alarms noted. The pump had a corroded home switch noted during visual inspection. The pump was received with no physical damage noted.